Event description:
It was reported that this handpiece got hot during testing and started to smoke. There was no pt involvement, injury or surgical delay with this event. It was reported that another handpiece was obtained and surgery was completed as intended.

Manufacturer narrative:
Investigation findings: this handpiece was received for evaluation. The reported problem could not be duplicated as the unit was inoperative. Further investigation noted a burnt odor from a component and found controller failure. This unit was last repaired in july 2005. Conmed linvatec will continue to monitor this product for failures.